Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post ventricular pace. The twos led to improper tracking relative to current programming. The sensitivity was adjusted and the twos was eliminated. The rv lead remains in use. No patient complications have been reported as a result of this event.